Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 360 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump downloaded properly to the care link software noted. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clips lot, cracked battery tube threads and cracked reservoir tube lip.